Manufacturer narrative:
The customer reported that the bsm (bedside monitor) has a black screen. They also stated that the green power light is on and that the alarm light flashes the alarms. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 when additional information becomes available.

Event description:
The customer reported that the bsm (bedside monitor) has a black screen. They also stated that the green power light is on and that the alarm light flashes the alarms.